Event description:
Patient stated that after 5 hours of wearing the v-go on (B)(6) it fell off. Patient stated on (B)(6) the same thing happened but instead of one v-go it was two each day that had fallen off. Patient stated the one she put on this morning stayed on until none before falling off and being replaced. Patient stated she prepares site as trained.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be determined. There is moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.